Event description:
Per the clinic, the patient experienced dizziness, hearing echo and insufficient sound with the device use. Increased impedance and short circuits were noted on electrodes 9 and 10. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient was given a week course of steroids (type not reported). The implanted device remains.